Event description:
It was reported that the patient was advised to go to the emergency room due to remote transmission alert for low impedance on the scv coil of the right ventricular lead. Because of the patient's current condition and do not resuscitate order, it was decided to reprogram the device to turn off the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was advised to go to the emergency room due to remote transmission alert for low impedance on thescv coil of the right ventricular lead. Because of the patient's current condition and do not resuscitate order, it was decided toreprogram the device to turn off the lead. The lead remains in use. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly high voltage lead impedance trend data showed an impedance decrease for maximum and minimum defib impedance equal to 29 to 19 ohms minimum between (B)(6) 2012.